Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported that the device is "turning off during work." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated, and it was confirmed that the device has a defective component on the mx board. This causes the device to power off a few seconds after powering on and enter into the mx board failure alarm mode.

Event description:
The customer reported that the device is "turning off during work". There was no patient impact or consequence reported.